Event description:
Spontaneous communication from rn (B)(6)."I wanted to let you know patient was admitted to the hospital for cp. Not clear if it is a pump issue cl' not. She states she did not have any alarms on her pump after we trouble shot her on weds afternoon. (She was changing the clave once a week.) She was placed on hospital pumps as she did not have her backup pump with her. Do we think it would be reasonable to switch out her pumps as a safety protocol? Also, she thinks she may have been having trouble with her cassettes. Her cassette ref number (B)(4), lot 4116346. Have you had any other issues with cassettes with other patients?" No other info. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? No; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by health professional.